Manufacturer narrative:
The insulin pump monitored in the oven for several days and no blank display noted. The device received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected weak battery alarm noted. However, device was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with normal operating currents. No unexpected also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error and weak battery alarm. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.